Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). The pbd was noted prior to implanting this device. No adverse effects were noted. The device is not expected to be returned for analysis as the device was disposed.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). The pbd was noted prior to implanting this device. No adverse effects were noted. The device is not expected to be returned for analysis as the device was disposed. A review of this device data by technical services (ts) confirmed that the device triggered two error messages related to voltage measurements.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.